Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pc unit front case needed to be replaced due to keypad inoperative and inoperative led. There were no patient involvement.

Event description:
It was reported that the pc unit front case needed to be replaced due to keypad inoperative and inoperative led. There were no patient involvement.

Manufacturer narrative:
The customer reported that the pc unit front case needed to be replaced due to keypad inoperative and inoperative led was confirmed. Physical inspection noted the keypads were observed to be in good condition with no irregularities observed. Internal inspection of the returned front case/keypad assemblies were observed with sign of contamination where the flex cable meets the circuit layer. Broken traces (trace 20) were observed on five keypads. Five ac indicator lights did not illuminate on the keypads. Test results identified that when the returned keypads were installed on the test fixture, 9 of 10 keypads did not power on using the system on key. Five keypads¿ ac indicator lights did not illuminate during testing. No issues were observed with the remaining tenth keypad as the keys were functioning as intended. The root cause was attributed to electrical failure and design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for investigation.